Event description:
The customer called for help with his contour system. He alleged that his blood glucose readings were higher than usual. He performed control tests during the call and received results of 589 and 599 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation, but were not received by the qa lab. Replacement tests strips and a new meter were sent to the customer.